Event description:
Reporter indicated that a pt participating in a study was suffering from worsening depression and suicidal ideation. It is not noted whether the depression is above or below pre-vns baseline, but it was reported as a continuous and severe condition. The pt was subsequently hospitalized. Per reporter, the event is possibly related to vns therapy, but the correlation cannot be confirmed.